Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault ID, and malfunction recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset guidance, arranged replacement pump, confirmed shipping details, and instructed customer to place pump in storage mode and return it with pre-paid label; customer planned to use multiple daily injections as backup therapy and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.